Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed cracked valve seat diaphragm valve. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.